Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased impedance with a loss of sensing and capture were observed. Setscrew issue was found. The device was explanted and replaced.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Upon receipt damage to the atrial septum was observed. Test leads were inserted into the device header and the atrial setscrew would not tighten to full torque. Septum material was found inside of the hex cavity and once removed the atrial setscrew functioned normally. The setscrew anomaly contributed to a poor setscrew/lead connection, causing high pacing lead impedance and loss of sensing and capture.